Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the alarm was caused by a disconnection that occurred between the supply bag and supply line. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell four of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, a loose connection was noted, as one of the supply bags became disconnected. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.